Event description:
After an implantation period of approx. 95 months, a loss of capture was observed. The pacemaker was replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was properly interrogated revealing the battery status ok. The devices memory content was evaluated. No anomalies were noted. The pacemaker was subjected to an electrical analysis and the ability of the device to deliver therapies was verified. Thereby the clinical observation was confirmed. The pacing capability was not available. The pacemaker was reset manually, and the therapy functionality retested. After reset the pacemaker was fully capable to deliver appropriate bradycardia therapy. Furthermore, a review of the memory content did not show any peculiarities. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In conclusion, loss of pacing functionality in the returned state of this pacemaker could be confirmed. Despite thorough analysis the root cause for this occurrence could not be determined and was not reproducible after manual reset of the pacemaker. However, it is strongly assumed that the reported radiotherapy sessions have contributed to the clinical observation.